Event description:
The patient went in for generator replacement surgery. Pre-op impedance was normal. After placing the new generator, high impedance and low output current was seen upon interrogation. They performed system diagnostics and impedance was still high. It was noted that the lead pin appeared to be inserted completely with no obstructions. No back-up device was available so they re-implanted the old generator and closed the patient. The device history records of the suspect generator were reviewed. The generator passed final quality and functional specifications prior to release. The suspect generator has been received but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the suspect generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the setscrew shows indention marks indicating the setscrew was at one-point time secured to a lead pin. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. As pa of the suspect generator showed no anomalies, and there is no apparent lead issue since impedance was ok with the old generator, it can be reasonably concluded that the high impedance was likely related to incomplete pin insertion. No further relevant information has been received to date.